Manufacturer narrative:
H10. H3, h6: the returned device used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported event. A review of the device history records for the reported lot number 2017164 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2017164 for the past 3 years found no related failures. Visual inspection under magnification of the wands shows extensive wear and a melted electrode. The insulation on the shaft is in good condition and not compromised. The wand was tested using a compatible controller c2 and activated in saline solution at default and max settings and on ablate- and coagulation and produced plasma on the remaining electrodes as intended. The suction- and saline line were tested by using a syringe and performed as intended. The complaint was verified and the root cause could be determined as expected wear/tear. Factors which could have contributed to the complaint event includes: (1) vigorous use against bone surfaces; (2) long activation (3) mechanical displacement of tissue through applied force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a nasal mass ablation procedure, the metal electrode wire of the wand was fusing and broke. There were no pieces left in the patient and a backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.